Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer used detergent and suctions water out of the channels and flushes out the air/water, auxiliary washing, and the forceps elevator channel. During manual cleaning, the customer brushes the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using aniosxyme x3. For automated endoscope reprocessor (aer) treatment, the soluscope 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in a dsc 8000 drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, light guide rod lens cracked, bending section rubber glue worn out, connecting tube protector shaved, key top 1 incised cuts, up down knob angulation less or specified value, right left knob angulation less or specified value, and biopsy channel worn and torn. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air/water channel on the evis exera iii duodenovideoscope tested positive for 1(one) colony forming units (cfus) of bacillus species, 1(one) colony forming units (cfus) of staphylococcus species, and 1(one) colony forming units (cfus) of unspecified micro-organisms and the biopsy channel tested positive for 4 cfus of unspecified micro-organisms and 1 (one) cfus of moraxella osloensis. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and no obvious deviation were noted from instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.